Event description:
The grandson of (B)(6) female patient called zoll customer support to report that the response buttons on the patient's monitor were not working properly. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) has been confirmed. Upon investigation the monitor's rear response button was not properly functioning. The cause for the failure was isolated to a severed response button ribbon cable. The root cause for the severed ribbon cable could not be positively identified. No adverse event resulted from the severed response button ribbon connector. The patient received a replacement monitor.